Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.

Event description:
It was reported that the customer inadvertently delivered too much insulin via bolus. Subsequently, the customer experienced a blood glucose (bg) level displayed as "low" (specific value not provided). Bg was addressed via consumption of carbohydrates. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.